Event description:
It was reported that the iol (intraocular lens) was explanted from the patient's right eye due to blurry vision and glare. The explanted iol was discarded. The replacement lens is a dcb00. There was no patient injury such as a capsule tear, incision enlargement, vitrectomy or sutures. Reportedly, the patient is doing well post operative. No further information was provided.

Manufacturer narrative:
Ethnicity: information unknown/asku. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. Attempts have been made to obtain the missing information; however, the customer was unable to provide it. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that the code "4109 - historical data analysis" was inadvertently not entered in the section "h6 - type of investigation" of the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following field was updated accordingly: section h6 - type of investigation: 4109. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.